Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was also a leakage of the ultrasonic medium. However, the definitive root cause of the hole in the tip sheath and leakage of the ultrasonic medium could not be determined. It possible that the ultrasonic image could not be depicted normally because of the reduced ultrasonic medium due to the presence of a hole in the apical sheath. It is possible that some stress was applied to the sheath's tip, which may have led to the puncture. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, only the bottom half of the image was displayed when using the ultrasonic probe. The issue was found during a procedure. The procedure was completed using a similar device. Inspection and testing of the returned device found the insertion tube was broken. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image of the top half was not confirmed due to there being no display. The device evaluation found there was wrinkles about 30cm from the tip of the probe. The insertion tube was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.